Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, with a sensor reading of 68 mg/dl and a confirmatory fingerstick of 72 mg/dl, and self-treated with oral carbohydrates (sweet tea); no precipitating factors were identified by the user. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.